Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the system had no ultrasounds. Procedure details and patient impact were not provided. Additional information is not expected.

Manufacturer narrative:
Additional information has been provided in d.11., h.6. And h.10. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).